Manufacturer narrative:
(B)(4). Date sent 3/4/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a high anterior resection - cdh29b - when nurse removed from packaging hard to get anvil off the trocar - anvil and trocar would not attach when trying to complete the anastomosis intra op - small indentation on the anvil noticed - failed the leak test - had to oversee the anastomosis - patient has a stoma and doing well. The surgery was delayed 20 minutes. Over sewed the anastomosis as failed leak test,